Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17210. It was reported the pt's scs leads have come through the pt's skin at the lead implant site. Subsequently, the pt was advised to turn off the system until pending surgical intervention. Follow-up identified the pt's scs leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.